Manufacturer narrative:
Product investigation is in progress.

Event description:
Pieces were left inside me- vagina [foreign body in reproductive tract] tampon ripped [device breakage] removing tampon..tampon ripped and pieces were left inside me [complication of device removal] removing a tampon...it was a little harder to pull out...tampon ripped and pieces were left inside [device difficult to use] case narrative: consumer reported via e-mail that the tampon ripped during removal. No serious injury reported.

Event description:
Pieces were left inside me- vagina [foreign body in reproductive tract] tampon ripped [device breakage] removing tampon..tampon ripped and pieces were left inside me [complication of device removal] removing a tampon...it was a little harder to pull out...tampon ripped and pieces were left inside [device difficult to use] case narrative: consumer reported via e-mail that the tampon ripped during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.